Event description:
The customer reported that, during preparation for use, there was no air flow from the subject device and angulation was reduced. By increasing the pressure, some air flowed. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was clogging the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, foreign material was clogging the nozzle. Analysis of the foreign material found it was hydroxide and silicon. The report of reduced angulation was confirmed during testing. There was play in the angulation. The report of no air flow was not confirmed during testing, although the nozzle was clogged by foreign material. A review of the device history record found no deviations that could have caused or contributed to the foreign material in the nozzle. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, foreign material was found in the nozzle. It is likely the hydroxide detected in the foreign material may be rust and the silicon may be an anti-foaming agent but the material was not identified. The report of air supply failure was not confirmed, however, it is possible the foreign material in the nozzle caused it to be clogged, or that the button was repeatedly depressed halfway during use resulting in air and water alternately filling the length of the channel resulting in a damper phenomenon. Based on the results of the legal manufacturer's investigation, it is likely the insufficient angulation was caused by extension of the angle wire. Even if the angle wire is used infrequently, it could be stretched by angulation operation with accessories inserted, accumulating stress such as stroking the distal end, applying excessive stress to the bending section during angulation operation, or storing with the angle fixing knob engaged. However, a definitive root cause of the reported issues could not be identified. Olympus will continue to monitor field performance for this device. In addition, the adhesive on the bending section cover was chipping due to deterioration and cloudy, there was noise in the image due to damage to the endoscope connector, and error e227 occurred due to an electrical continuity error due to water infiltration at the scope connector. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.